Event description:
This study evaluated the performance, durability and 3-year patency of supera stent implantation in severe femoropopliteal disease. The study concluded that the supera stent is effective in the management of long and complex lesions. The results of patency rates were evaluated to be worse among lesions extending to the popliteal artery. Some complications specifically for the supera device included (device malfunctions: unspecified damaged stent post-implantation and adverse events such as: stenosis, bleeding, dissection, embolism, and medical intervention including another supera stent, thrombolysis [medication] and femoropopliteal by pass surgery [amputations]). The study concluded that in general, patients benefit from use of supera stents in lesions that did not involve the popliteal artery as patency rates were significantly worse when lesions extended from the superficial femoral artery to the popliteal artery. Specific patient information is documented as unknown. Details are listed in the article titled, "three-year real-world outcomes of interwoven nitinol supera stent implantation in long and complex femoropopliteal lesions.¿

Manufacturer narrative:
B3: date of event is estimated. D4: the UDI is unknown because the part number and lot number were not provided. D6a: date of implant is estimated. The device was not returned for evaluation. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effects of dissection, stenosis, hemorrhagic event (hemorrhage) and embolism are listed in the supera peripheral stent systems instructions for use as potential adverse effects. The investigation determined a conclusive cause for the reported material deformation cannot be determined. A conclusive cause for the reported dissection, stenosis, hemorrhage and embolism, and the relationship to the product, if any, cannot be determined. The treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.